Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dtbb1qq ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected inflow/outflow graft occlusion due to lower than expected power consumption for the set speeds. The patient reported ongoing low flow alarms and complained of dizziness and lightheadedness at this time. The patient was admitted to the hospital for further evaluation. The patient received intravenous (IV) fluids with no change in the flows or pulsatility in the hospital. The ventricular assist device (vad) speed was decreased with no change in flows. Review of the trends screen showed a significant dip in the flow and power around the time the low flow alarms occurred. Patient had a computerized tomography (CT) noting a partial thrombosis of the vad outflow track from the origin at the aorta. The patient was transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flow beginning (B)(6) 2018. 20 low flow alarms have been logged since (B)(6) 2018. The reported high power event could not be confirmed via log file analysis. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification, and visual inspection. Internal pathology report revealed evidence of thrombus within the inflow cannula. Of note, it was reported by the site that the patient had a computerized tomography (CT) noting a partial thrombosis in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to thrombus in the inflow cannula and/or outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.